Event description:
A pt with a previously implanted zenith endograft developed a proximal type I endoleak. The endologix accessory successfully repaired the leak.

Manufacturer narrative:
Date of competitor device expiration is unk. Date of original implant is unk. The zenith device caused the event. Info related to the zenith device is unavailable. Due to lack of info, no conclusion can be drawn at this time.